Event description:
It was reported that the bd syringe 20 ml had leakage. The following information was provided by the initial reporter: during use: propofol leaked between the sealing ring during use, but did not leak further...only as far as the middle. The customer has disposed of the packaging and does not know the lot number additional information provided: "no one got impacted".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection of the provided photo, liquid is observed past the stopper ribs, verifying the reported concern. The returned product was thoroughly inspected, there was no damage observed on the syringes or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. As the lot involved in this incident is unknown, a device history review cannot be performed. Leakage testing was performed on the the returned syringe, the product was verified to meet required specification and no leakages were observed. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.